Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the 7 mm extended length endoscope lens was very blurry. Another scope was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).